Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h6 (health effect impact code, health effect - clinical code & medical device problem code). Updated pe code broken (2+ pieces) intraoperatively to broken (2+ pieces) intraoperatively : fragment removed from wound. If information is obtained that was not available for the initial report, a follow-up report. Will be filed as appropriate.

Event description:
Additional information received: a. Was there any adverse consequences that affected the patient because of the reported event? No. B. Did it break into two or more pieces? If no, please specify the alleged deficiency of the instruments. Were they bent, stripped, cross threaded, etc.? It broke into two pieces. All pieces were retrieved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that one piece of the attune trial extractor snapped when extracting the trial. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: it was reported that one piece of the attune trial extractor snapped when extracting the trial. No surgical delay. The product was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed one of the posts of the attune tibial trial extractor, broke off. The broken fragment was not returned for evaluation. No other problems identified. The observed breakage of the device can be attributed to a combination of excessive force in a prying motion and overload of the material. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the attune tibial trial extractor contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.